Manufacturer narrative:
Device evaluation: h10 results of investigation: vyaire medical received the device for evaluation. Visual inspection of the uut (unit under test) found no signs of damage or misuse. The uut was tested as received in a stand-alone unit to duplicate the failure. The o2 pressure sensor tubing was occluded at the sensor end, and the uut was connected to an o2 gas supply, with the o2 supplied it was found that the uut leaked from the fitting tube straight mini type. Removed and reinserted/reseated the tubing polyurethane 1/8 o.d retested leak test ¿ fail. Removed the tubing polyurethane and the fitting tube straight mini type and replaced it with a known good part. Connected the uut to the o2 gas supply and induced 50 psi. No leak. Performed leak test and passed. Closer inspection of the uuts fitting tube shows that the inner gasket/seal is damaged (photo taken) compared to a known good fitting tube where the inside circumference of the fitting sealing gasket is good (photo taken). Uut causing a leak from the tube fitting with a damaged inner sealing gasket. The reported complaint was duplicated, and the root cause of the leak was due to internal damage to the fitting tube straight mini type. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that there is a leak on the 02 blender side at the tubing of the lap top 1200 ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
The supplemental report has corrected the referenced device to the ventilator. Note that the UDI-di has been identified but the UDI-pi is not available as this information was not made available to vyaire medical.